Event description:
It was reported that, prior to the implant procedure, this pacemaker was interrogated and found in safety mode. Technical services (ts) was consulted and indicated that this device should be returned for evaluation. No patient involvement was reported. This product has not been returned.

Manufacturer narrative:
Follow up report 1 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "unable to exclude device problem" investigation conclusion code was selected because the investigation findings could not clearly determine whether the reported observation(s) were caused by the device. Product record reviews did not identify a product quality issue and analysis of available information did not identify a specific complaint cause. At this point, it can be concluded that unknown factors most probably contributed to the event.

Event description:
It was reported that, prior to the implant procedure, this pacemaker was interrogated and found in safety mode. Technical services (ts) was consulted and indicated that this device should be returned for evaluation. No patient involvement was reported. This product has not been returned.